Manufacturer narrative:
Two lot numbers were cited as possibly used. The clinic is reviewing the procedure to determine if the removal of the mic percutaneous endoscopic gastrostomy (peg), being pulled through the stoma channel, may have initiated an injury that ultimately resulted in this adverse event. The clinic is awaiting a copy of the autopsy results to assist them in their investigation. A copy of an autopsy report has not been received. Mfrs are unable to determine whether the removal of the mic percutaneous endoscopic gastrostomy (peg) feeding tube and/or the placement of a mic-key low-profile gastrostomy tube, or some other unrelated issue was the cause of this adverse event.

Event description:
Sales reported that a patient in the endoscopic clinic in another country had a mic percutaneous endoscopic gastrostomy (peg) feeding tube. After 3 months, the nurse pulled it out without any problems. They replaced it with a mic-key low-profile gastrostomy feeding tube and the patient went home. Within a week, the patient returned acute. He was operated and had severe peritonitis as the mic-key was laying caudally in peritonaeum and the food was entered in the wrong place. They saw that the ventriculus was perforated. The patient died shortly after. Kimberly-clark has no independent knowledge of the event reported above, but it relaying the information that was provided by the facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified.